Event description:
Patient reported the battery lifetime of the infusion device is too short. Patient also stated the display on the infusion device has damaged pixels that occurred on the screen about 1 ½ years ago. Patient reported the missing pixels make "the shape of a small spider" and covers the middle of the screen. Patient stated the numbers showing are affected by the defect; is only using the blood glucose monitoring device remote. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result the insulin pumps electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore, the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump and a shutdown can be possible. The display is broken due to a mechanical impact under which the pump should not be exposed. The broken display cannot lead to misinterpretation of insulin amounts. The pump correctly triggered the w2 warning when the battery went empty. Due to the empty battery the pump correctly triggered the e2 error message. Display: the problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.